Event description:
The customer reported an event in which a dopamine infusion was interrupted. In their words, "we believe there was a complete cessation of therapy" which resulted in the patient suffering a cardiac arrest. Although the patient was resuscitated successfully, the patient expired the following day. It is not known whether the event caused or contributed to the patient's demise. Although requested, the customer has not provided any additional details. They have elected to pursue an investigation themselves, and have not responded to requests for photographs or event logs. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). Although the customer stated they will return the device, logs nor device has been received. A follow up report will be submitted with failure investigation results should the logs or device be received for evaluation.